Event description:
It was reported that review of log file data revealed motor start events with parameters outside of the typical range. It was also reported that the ventricular assist device (vad) patient was hospitalized for observation due to symptoms noted after a motor vehicle accident, which included altered mental status and confusion. The vad remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 459888, lead dtpa2qq ICD implant date: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction to section b3. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 21-jul-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log files data also revealed a loss of power to the controller. It was noted that the patient had admitted to occasional accidental double disconnections of the power sources.

Manufacturer narrative:
A supplemental report is being submitted for completion of the investigation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files and available motor start report revealed motor start events recorded on 18/mar/2025 at 17:49:33, on 30/mar/2025 at 11:43:57, and on 15/jun/2025 at 01:36:55, in which the motor start parameters were atypical. Log file analysis revealed a controller power up event, with an associated motor start event, logged on 15/june/2025 at 01:36:51, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 33% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for approximately fifteen (15) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2024 / serial #: (B)(6); d9: no. H3: yes. H4: mfg date: 21-jul-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.